Manufacturer narrative:
The device was disposed after the case. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event.

Event description:
It was reported that the systolic values of a vw cuff were 5 to 10 points higher and the diastolic values were 1 to 5 points higher than the arm cuff. Event occurred at 0820 during an extraction. Device was attached to a hs vita monitor. Cuff placement, error messages, lot number, and troubleshooting steps information requested, but were unknown. No allegations of patient injuries. The device was disposed after the case. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.